Event description:
Poor image quality was demonstrated on one of two camera heads on the nuclear medicine axis gamma camera. The camera was limited to performing two exam types, unable to perform the full gamut of exams. The motherboard/full electronic assembly of head 2 was replaced, and the camera was functional.